Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of seroma, underwent aspiration and treated with medication. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral breast mastopexy; superior pedicle, using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included right axillary dog ear revision and liposuction to lateral breasts. On (B)(6) 2019, seroma of bilateral breasts was reported. Patient had seroma aspiration (x2) on (B)(6) 2019 and (B)(6) 2019. Patient also treated with medication (bactrim). Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.